Event description:
It was reported the patient received an inappropriate shock. Device interrogation revealed decreased r waves and t wave oversensing on the right ventricular lead. The sensitivity was reprogrammed. The patient returned to the clinic at a later date with the same issues. The physician then removed the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal electrode was covered in blood along with body tissue/fibrotic growth. There was a cosmetic depression in the outer insulation. It was also noted there was substantial tissue in-growth on the helix.